Event description:
It was reported that the customer was in the hospital due to a major infection. The customer's blood glucose levels were greater than 700 mg/dl during the hospitalization. The caller also reported a button error alarm that occurred during normal use. The customer did not press a button for three minutes or longer. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received but a button error alarm due to corroded keypad traces.